Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures and the alarms continued to occur. Reportedly, the pump was charging a hour prior to the alarms occurring. Customer's blood glucose level was 179 mg/dl. The customer reverted to manual injections for insulin therapy.